Manufacturer narrative:
.

Event description:
The pt reported that over the last four months he had been having issues with his therapy and had been in constant touch with his hcp. The pt reported that since 08/2007, he had not been feeling very well. The pt reported he "feels stiff, can't walk, can't tie his shoes or do the things that we was able to do previously". The hcp had checked the pump (date not reported), and no volume discrepancies were noted. Pt was referred back to his hcp regarding his increased symptoms and the pt reported he would discuss info with his doctor. Eleven days later, the pt's daughter reported that on the following month, the pt felt his pump "vibrate for 4-5 seconds". The pt stated he felt dizzy just prior to the vibrating. The pt had just had his pump refilled and said the hcp noted the pump had "stopped" on several occasions. The pt expressed reluctance to notify his hcp. The pt's daughter was encouraged to have the pt follow-up with his hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.